Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found peeled pebax and fiber disturbance on the balloon. An inflation attempt was made and water was seen exiting near the peeled pebax. The fibers were stripped and a longitudinal rupture was identified in the balloon. Therefore, the investigation was confirmed for a compound rupture, as well as confirmed for peeled pebax and fiber disturbance. The investigation was inconclusive for the reported pinhole rupture, as the balloon was not able to be fully inflated due to the compound rupture. Per the reported event details, the balloon was used to post dilate a stent. It is unknown whether there was an interaction between the balloon and stent which caused or contributed to the reported or identified failures. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation, the balloon catheter was inflated to 1-2 atm past nominal pressure, post dilating a stent in the iliac, when the balloon allegedly ruptured. It was further reported by the health care provider that the balloon allegedly had a pinhole rupture. There were no reported retraction difficulties through the stent or the sheath. Reportedly, the balloon catheter was exchanged over the guidewire for another and the procedure was completed. There was no reported patient injury.